Event description:
It was reported to philips by a customer that when on the patient the unit gave a backup alarm failure. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the biomed stated the unit had a backup alarm failed message on the screen while in use, the unit was removed from patient without further incident. The rse and biomed verified error code 1104 in log and several 5021 passed codes after the event, unit ran with the biomed with no alarms triggered. The rse advised the biomed to continue run in to try and duplicate the event, make note of serial number if cannot duplicate and perform performance verification test (pvt) before returning unit to service. The unit ran with the biomed with no alarms triggered. The biomed was unable to duplicate the reported issue. The unit was returned to service. No other anomaly was reported. If additional information is received at a later date, this complaint will be re-opened and re-evaluated accordingly. Based on the information provided and the service performed, biomed was unable to duplicate the reported issue. The unit was returned to service.